Manufacturer narrative:
(B)(4).

Event description:
It was reported that review of a merlin.net transmission revealed that the pulse generator exhibited far-field r wave oversensing. The device was reprogrammed. The patient was asymptomatic and would be monitored.